Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to switch to mdi if needed. The current pump, under warranty until november 28, 2027, was to be returned using a provided ups return box and pre-paid label. As part of the resolution, a replacement pump with updated software was sent to the customer, and they were instructed on returning the faulty pump, updating pump settings, connecting the cgm to the new pump, and putting the old pump into storage mode. The customer acknowledged all instructions and understood the necessary steps.